Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device would not charge using ac power. Complainant did not indicate that there was any adverse effect to the patient due to the reporter malfunction. Subsequent to the event, biomed was unable to duplicate the alleged malfunction.